Event description:
It was reported that during hand assisted right colon procedure, the device tore. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Date sent: 05/07/2008. Information anticipated, but unavailable at this time.